Event description:
It was reported that after first run once preventative maintenance was completed, the cs100 intra-aortic balloon pump (iabp) unit had an issue with the ECG disappearing and blood pressure readings. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(problem code, health clinical & impact) h3 other text : device not returned to manufacturer.

Event description:
It was reported that after first run once preventative maintenance was completed, the cs100 intra-aortic balloon pump (iabp) unit had an issue with the ECG disappearing and blood pressure readings. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) stated that in the previous preventive maintenance (pm) it was recommended to the customer to replaced the ECG socket as it is slightly tarnish on the contacts and sometimes there may be no contact. A purchase order was submitted, but the hospital did not accept the offer. If any pertinent information is received in the future, the complaint will be opened and updated accordingly. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b3, b5.

Event description:
It was reported that after first run once preventative maintenance was completed, the cs100 intra-aortic balloon pump (iabp) unit had an issue with the ECG disappearing and blood pressure readings. There was no patient involvement. Related complaint which is ot 878238/mfg rep # 2249723-2023-03797.